Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery to support the 36 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. No other medical history was shared beyond the patient being in severe lactic acidosis. The cp was placed after the patient was seen to be in need of more support beyond the increased dosing of vasopressors. The pump was inserted and the patient suffered from loss of flow to the limb. The team placed a distal perfusion catheter to perfuse the leg and consulted with vascular surgery. The decision was made to attempt to wean off the vasopressors and maintain the limb. After 15 hours of support the cp was weaned an explanted. The patient has survived. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.